Event description:
As reported by the user facility: super annoying to fix constantly even though there is no air in the line. Other serious outcome: air bubbles. Impact to patient: interruptions to clinical care due to time required to resolve alarms. Other actions taken got the air bubbles out a dozen times on several patients. Medication/fluid insulin. IV rate 4 units per hour.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.